Event description:
The customer returned the ventilator for a grinding noise and hardware faults. During service of the ventilator, initial check-out could not be performed due to the turbine turning on and off. This caused a no flow condition. On power up, the alarm was distorted and the patient assist port relay made a crackling sound.

Manufacturer narrative:
Internal investigation revealed the power board super capacitor leaked electrolyte onto the power board alarm controller, effectively shorting the digital signals also used for turbine control. The power board was replaced to correct the reported problem.